Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The procedure was completed, a tee (transesophageal echocardiogram) was done and it was found that the patient had pericardial effusion. The tee that was done prior to the procedure did not display a good image per the physician. The pericardiocentesis was done and they are unsure of how much fluid was removed from the patient. The patient is stable. The reporter is not sure if the drain remained in place. The patient did not require any surgical repair. The physician is unsure of what may have caused the issue. The reporter is unsure if the patient is staying overnight for observation. They used 45 watts on the smartablate generator during the procedure.